Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy procedure, the device had an incomplete staple line. To resolve the issue they over sew the donut. The surgical time was extended for about 30 minutes or more due to the device problem.